Event description:
Per court document received, patient had a shoulder surgery in 2003, where painpump was placed for post operative pain relief. The patient then had a second shoulder surgery the following year, where an I-flow pump was placed for post operative pain relief. The patient now alleges they have chondrolysis and will require additional surgery, including a complete shoulder joint replacement.

Manufacturer narrative:
The device was not returned for evaluation.